Event description:
The affiliate stated the customer reported incorrect diff results, for one patient sample, as the instrument reported neutrophils as eosinophils involving unicel dxh 800 coulter cellular analysis system. The customer performed a manual diff analysis and reported the results. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated controls were performed each morning prior to the event and were within the acceptable range. The system is currently performing within quality control (qc) specifications with respect to controls and reproducibility.

Manufacturer narrative:
There is no indication service was dispatched for this event. The patient sample was collected in a 3 ml ethylenediaminetetraacetic acid (edta) vacutainer tube and was stored between three to five hours, at room temperature, prior to analysis.